Event description:
It was also reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a sling was implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2007 and intepro was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02985. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat cystocele related to bilateral paravaginal defect and rectocele. It was reported that the patient had the concurrent procedures of a cystoscopy and laparatomy performed during mesh implantation.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a sling was implanted due to failure of first mesh. It was reported that the patient underwent removal of mesh and a hysterectomy on (B)(6) 2007. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02985. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent mesh removal/revision on (B)(6) 2012. The patient underwent removal of protruding mesh on (B)(6) 2013.